Manufacturer narrative:
The lot was manufactured from july 12, 2020 - july 13, 2020. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. The sample was connected at the female and male luer connector and functional testing was performed including pressure test and clear passage test and the results were satisfactory. Additionally, the sample was connected to secondary medication set and priming was performed with and without needle and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link non-dehp standard bore catheter extension sets were leaking from the male luer lock adapter end. To stop the leaking, the customer reported that the male luer lock adapter required a great amount of force/twisting. The leaks were observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.